Event description:
It was observed that during the device evaluation, the colonovideoscope had dent on channel tube due to which forceps cannot be inserted smoothly and foreign objects in air water channel and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- dent on channel tube due to which forceps cannot be inserted smoothly, with the most probable cause traced to a component failure and foreign objects in air water channel and cylinder, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.